Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device had cubie error. The technical support specialist logged into the system and added to pi 24566 - [medpass 1.2/main] - overwriting cubie memory with different medication to resolve the issue. The cubie popped out and was put into the wrong bin and then overwrote the information from the bin table. The system functioned as intended after the assessment by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower`s had the "wrong cubie opened" for risperidone 3mg. The cubie that opened was for the lisinopril 20mg. There were no adverse events or injuries reported based on this incident.